Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure in 2008 using a pinnacle pfr kit, the physician also performed a hysterectomy, an oophorectomy, a perineoplasty, and a sling procedure. All appeared to go well, with no tenderness to the extremities and no stenosis. Compression stockings were used. The pt was doing well, vitals were good and urine was clean. The only complaint was lower back pain, which the physician attributed to fibromyalgia. The pt was released in 2009, collapsed shortly after getting home, and expired. The physician stated she does not feel the pinnacle device or pinnacle procedure were to blame for the death.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. The physician requested a copy of the autopsy report from the coroner's office, which she will forward to boston scientific. A supplemental medwatch report will be submitted, when boston scientific receives a copy of the autopsy report.